Event description:
It was reported that the pulse generator exhibited far r wave oversensing via a merlin.net transmission. No patient symptoms were reported and the patient would be monitored with routine follow up.